Event description:
It was reported that the customer went to an MRI center for a diagnostic procedure. It was stated that the customer forgot to remove the insulin pump, while she was in an MRI, and the insulin pump somehow injected an extraordinary amount of insulin into her body. As a result, the customer claims that she suffered an anoxic brain injury. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with a scratched display window. The insulin pump was received without battery. Tested insulin pump with battery and insulin pump alarmed. The insulin pump alarmed motor error during bolus delivery. Motor error also occurred during rewind. Motor error occurred during rewind and self-test, cleared alarm. Motor error during off/no power test, alarm cleared. The insulin pump failed the displacement test. Performed the functional tests, rewind, prime, basic occlusion, occlusion and excessive no delivery tests. Unable to determine the root cause of the motor error alarm. Failed displacement test and unexpected no reservoir alarm due to insulin pump preservation.